Event description:
Procedure: robotic completion proctectomy with ileal pouch, anal anastomosis, and diverting loop ileostomy. The resident rotated the articulating arm prior to firing but possibly over rotated. Once we had done this, we inserted the endo-gia stapler through the assistant port and brought it down across the rectum. When we attempted to fire, there was a loud crack and the stapler clearly did not function properly. When we attempted to remove the stapler, it became clear that it had become disjointed in its midsection. There were 3 pieces of plastic that we were able to retrieve. We looked very carefully and eventually reconstructed the whole stapler and proved there were no missing pieces. We evaluated the staple line. It was clear that there was a small hole in the rectum. We attempted to exclude this with additional firings of the endo-gia 3.5 millimeter stapler; however, after we transected the rectum, there was still a very small hole. The doctor tied a pursestring suture around the eea post to close the hole.

Manufacturer narrative:
(B)(4).